Event description:
It was reported that the patient had a loss of therapeutic effect and was not able to get their implant to work. The patient was going to the bathroom every 20 to 30 minutes and this occurred yesterday. No falls or trauma were reported. The patient¿s family member had no idea if the patient had made an adjustment as the patient had alzheimer¿s. The implantable neurostimulator (ins) was checked with the patient programmer and was on program 4 at 4.3v and the patient did not feel stimulation. The patient didn¿t know what they normally were at and they increased to 6.0v and they felt it a little bit in their buttock area. Then the patient reported that they felt it more and it was good. The ins was for the bladder. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3 093-33, lot# v483608, implanted: 2010-(B)(4), product type lead. (B)(4).